Event description:
A customer complaint was received that the upper right screw of the device fell out and the patient believes he swallowed it. The patient was unsure if the screw was swallowed or not. The patient did not show any signs of any adverse reactions to possibly ingesting the missing screw.

Manufacturer narrative:
The original screw may have been loose but there is no way to know this for sure. Periodic tightening of the screws is stated in the product IFU.